Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of the returned homechoice cassette, a leak was identified due to the damage to the cassette. The cassette was cracked and had cut marks on the sheeting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, it was discovered that the cassette was cracked and the sheeting was cut. Marks were observed on the cassette that is indicative of a pouching equipment (flow wrap). Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. Leak testing did not pass due to the damaged cassette. A simulated therapy was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported problem was determined to be a manufacturing issue. Should additional relevant additional information become available, a supplemental report will be submitted.